Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000150020.

Event description:
It was reported that following a lead revision procedure on 04 january 2024 .(manufacturer reference numbers: 3006705815-2024-00601 and 3006705815-2024-00602), patient experienced tingling sensation on his legs and was hospitalized. As a result, surgical intervention was undertaken on (B)(6) 2024 where the patient's scs system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the issue.